Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Unable to remove tampon - vagina [foreign body in reproductive tract]. Poor sleep [poor quality sleep]. User was unable to remove it - tampon [complication of device removal]. User thought that the product was a counterfeit [suspected counterfeit product]. Tampons don't have a thread [device physical property issue]. Case description: consumer reported via e-mail that she was unable to remove tampon. No serious injury reported.

Event description:
Unable to remove tampon - vagina [foreign body in reproductive tract]. Poor sleep [poor quality sleep]. User was unable to remove it - tampon [complication of device removal] . User thought that the product was a counterfeit [suspected counterfeit product]. Case narrative: consumer reported via e-mail that she was unable to remove tampon. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.